Event description:
It was reported that the battery of this implantable device was suspected to be depleting prematurely. A request was made to have data from this device analyzed, however device data was not yet available. This investigation will be updated when further information is provided. No adverse patient effects were reported.